Event description:
Blade cut but staples did not eject and/or close properly when ejected. Actively pumping uterine vessels discoverd to be bleeding profusely. Exploratory laparotomy done with suture ligation of lacerated vessels. Urologist called in emergently to perform cystoscopy due slightly pink urine. Normal bladder mucosa noted.